Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month following a changeout procedure the patient was deceased with an unknown cause of death. It was reported that prior to the patient's passing, the patient reported feeling " funny" and the patient's mother reports that data is missing from the device. Additional information related to the cause of death was requested and not received.